Manufacturer narrative:
Model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number: 5096928/5095081, model/catalog description: infinion cx lead kit, 50 cm . The explanted devices were not returned to bsn.

Event description:
It was reported that the patient had inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively.